Manufacturer narrative:
Additional information can be found in b5 and d10. Updated information can be found in d9.

Event description:
The customer provided additional information via email on 19-jun-2024 reporting that the tubing was replaced and the infusion was resumed. It was reiterated that the leak occurred between the stopcocks. There were no holes, cuts, tears, cracks or any visible defects. Norepinephrine was the medication being infused at the time of the event. There was no blood loss, bleed back and no harm to the patient.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: additional phone number: (B)(6).

Event description:
The complaint/event involved a 4-way high flow stopcock w/rotating luer that reportedly leaked from the stopcock to stopcock which prevented the administration of life supportive medications to the patient. Infusions were stopped, the stopcocks were removed and replaced and then the infusions were reestablished. No other devices were involved and no specific human harm was reported associated with the complaint/event.

Manufacturer narrative:
Received one new b4018 4-way high flow stopcock for inspection. No defects or anomalies noted. The stopcock was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot 13781156 was reviewed and no non conformities were found that would have led to the reported complaint.